Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed an incorrect cartridge insertion date in the device history after the user completed the change cartridge and tubing process, indicating the device displayed an incorrect message associated with the screen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an incorrect data definition related to how the device displayed information, consistent with a device message issue on the screen. It was concluded, based on previously established findings for similar reports, that the cause was inadequate validation of a design change.